Event description:
It was reported to philips that the device is not delivering shock. There was no patient involvement.

Event description:
It was reported to philips that the device is not delivering shock. This report was identified as a duplicate of pr (B)(4). It was determined through investigation that this is a duplicate of MFR report ID: 3030677-2021-16400. Child records will be cancelled.

Manufacturer narrative:
It was determined through investigation that this is a duplicate of MFR report ID: 3030677-2021-16400. H3 other text : it was determined through investigation that this is a duplicate of MFR report ID: 3030677-2021-16400.